Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep performed an on site investigation. The at comm board and the mother board need to be replaced. The customer cancelled the service call.